Event description:
Doctor was preparing to perform a breast biopsy. The customer was attempting to prime the probe and the lateral vacuum would work properly with the axial pinched off but the axial wouldn't pull vacuum with the lateral tubing pinched off. The customer tried a different tubing set and two additional probes and encountered the same issue. The doctor decided to abort the case and reschedule the pt for another day. No pt consequence occurred.